Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the proximal left anterior descending (lad). It was 99% stenosed, severely tortuous, and heavily calcified. The physician advanced a non-bsc imaging catheter to the proximal lad, but was unable to cross the lesion. Then, the physician attempted to perform direct placement of the 2.50x12mm taxus express2 drug eluting stent in the proximal lad, but was unable to cross the lesion. The physician advanced a 2.00x15mm non-bsc balloon catheter and inflated it at the lesion, but again the stent delivery system was unable to cross the lesion. Plain old balloon angioplasty was performed once more, but the physician was still unable to cross the lesion with the taxus stent, and it was noticed that the stent was damaged at this time. The procedure was successfully completed with a 2.25x8mm non-bsc bare metal stent. No pt complications were reported and the pt's condition is listed as good.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.